Manufacturer narrative:
The device was returned for analysis. The reported difficulty closing the lever/foot was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage, perforation and death are listed in the electronic perclose prostyle instructions for use (eifu), as known adverse events of use of the device. Only one prostyle was used, and the pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if IFU deviation contributed to the reported difficulties. A review of the case was performed by an abbott medical affairs specialist. Medical review concluded that due to the information provided, it cannot be definitively stated that the prostyle suture mediated closure device was a contributing factor in this patient's death. The use of a non-abbott closure device and manual compression after the removal of the prostyle may have also contributed to the patient¿s death. However, the procedural errors, in conjunction with the off-label use of the prostyle and subsequent use of the non-abbott closure device and manual compression, may have all contributed to the patient¿s death. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 1494- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic heart catheter procedure with a 12f sheath. Reportedly, during the procedure with the prostyle, the lever and foot didn't close post deployment. The device was unable to be removed and was broken open and a clamp was used to manually retract the footplate. Hemostasis was achieved with a non-abbott device and manual pressure. A clinically significant delay in the procedure was reported. Post procedure, a retroperitoneal bleed was noted which was reportedly caused by a perforation. In the physician's opinion, the perforation occurred due to the trauma caused by the footplate of the prostyle not retracting. Hospitalization was prolonged and the patient reportedly died the same day. No additional information was provided.